Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time "(B)(6) 2011" after the meter got wet. She stated that she manages her diabetes with glyburide pills, diet and/or exercise and due to the alleged issue she continued taking her usual dose of medication. The patient claimed "a couple of weeks" after the alleged issue started she felt "headache, nauseated, sweaty, hot, shaky, nervous and feeling faint". In response to her symptoms, "two weeks" after the issue started at 11:30 am, she reportedly self treated with glucose gel/tab. The patient also reported testing on another meter "one month ago" at 9:30 am, and obtaining glucose result of "142 mg/dl". During the initial call with customer service, the agent noted that there was information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.